Event description:
It was reported that a spectrum pump had failed downstream during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction b5: the spectrum pump failed downstream occlusion pressure testing with values of 23.39, 23.69, 22.7 and 21.88 pounds per square inch (psi). The device was received for evaluation. During functional testing, the device was not able to be tested for downstream occlusion detection due to a constant "reload set" message. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. It was determined that the assignable cause of the reported issue was a failed input/output board. The input/output board requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, an 'failed downstream was not reproduced. . A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed input/output printed circuit board. The input/output printed circuit board requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.